Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 49 mg/dl. Reportedly, customer overrode their recommended bolus and initiated too large of a bolus which caused them to go low. Reportedly, customer experienced a seizure. Customer was treated intravenously with fluids of saline and insulin at the ER. Customer was released from ER with issue resolved. Systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.